Event description:
It was reported the patient was having issues with one hand. On (B)(6) 2015, the patient met with their healthcare professional (hcp). The patient stated it worked until (B)(6) 2015 when the patient¿s ¿brain overrode¿ the setting for the right hand. There was also an issue with the patient¿s left hand. The hcp had tried to adjust therapy for the patient¿s left hand, but it did not keep. Since implant the patient had more tremors and their condition had gotten progressively worse. The condition was benign tremor and unless the patient grabbed something, there hand did not shake. The patient had given up on their left hand and they wanted to get their right hand better. The patient was told that if program d stopped working, then they could try program b from 0.9 to 1.9v. The patient wanted to change to program b, but they could not get the programmer to go. Using the patient programmer, the patient was able to increase and decrease stimulation. After troubleshooting, the patient was able to activate program b and adjust their settings. The patient was on program d for the left hand and program b for the right hand. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report # 3004209178-2015-07197..

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v067713, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v047230, implanted:(B)(6) 2008, product type: lead. (B)(4).